Event description:
The customer reported, while in use on a patient, the gas line was filled with frank blood all the way back to the cs300. No alarms were generated by the cs300. The cs300 was stopped immediately. No adverse event reported. No patient injury or death reported. Related to balloon emdr (B)(4).

Manufacturer narrative:
(B)(4) 2017 09:35 am (gmt-4:00) added by (B)(6) ((B)(6): the company cardiac assist account manager made numerous attempts to obtain repair/evaluation and other relevant information from the appropriate contact at the facility. No response was received. We will report accordingly if it becomes available. The production device history record (DHR) for this iabp unit was not reviewed as the serial number was not provided by the facility.

Event description:
The customer reported, while in use on a patient, the gas line was filled with frank blood all the way back to the cs300. No alarms were generated by the cs300. The cs300 was stopped immediately. No adverse event reported. No patient injury or death reported. Related to balloon emdr (B)(4)